Event description:
It was reported when using the bd pyxis medstation es system unexpectedly stopped responding, preventing user from removing the required medications and delaying patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a blue screen issue. A technical support specialist corrected the file path and re-installed the remote support service package. Rebooted the station and setup auto configuration to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.